Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had more seizures. New information was received from the physician on (B)(6) 2013 stating that the patient was not feeling his stimulation and that the battery life was good but the impedance was still very high. The vns generator output current and magnet output was still set at 0ma.

Manufacturer narrative:
Describe event or problem, corrected data: the information that the current seizures were increased was inadvertently omitted.

Event description:
It was reported that during a manufacturer review of vns programming history high impedance was noted. On (B)(6) 2013 the physician programmed the patient's vns generator to 0ma for the output current and the magnet current. There were no reports of any patient trauma or manipulation that would have contributed to the high impedance. On (B)(6) 2013 new information from the physician notes revealed that on (B)(6) 2013 stating that the patient had a seizure after 3 months and 10 days which was the longest seizure free interval and the patient is tolerating the vns well. Additional information received on (B)(6) 2013 stating that the patient's family will not proceed with the surgery for the vns replacement since they did not notice a significant difference with the vns therapy.

Event description:
It was reported that the patient still had the vns generator turned off. The family was against a full revision against medical advice. The patient's family believes the vns showed lack of efficacy, although the phyisician saw a great improvement with the patient's seizures.